Manufacturer narrative:
(B)(4). (B)(6). This report is being filed on an international device; tecnis optiblue itec preloaded 1-piece iol, model pcb00v that has a similar device, tecnis 1-piece iol model pcb00 which is distributed in the united states under PMA p980040.all pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a white sticky debris was observed with the intraocular lens (iol) in the patient''s eye. A model pcb00v iol was implanted. There was no patient injury. No further information was reported.

Manufacturer narrative:
Device evaluation: complaint device or the foreign material were not returned to the manufacturer for investigation. The lens remains implanted. The reported issue was not confirmed. The manufacturing production order (po) was evaluated and the devices were manufactured within specifications. The units were released according to specification. During manufacturing process all lenses are inspected for defects and released per defined specification. There were no non conformances related to the reported issue. Device material composition were reviewed and no sticky materials are used. A search on complaints related to this po number was conducted and the search revealed that no other complaints have been received. A historical complaint data review was performed and results did not identify any product deficiency. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Based on the record review, historical complaint review and labeling review, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to abbott medical optics has been submitted.